Event description:
Medtronic representative reported an inaccuracy due to the movement of bone during decompression. There was no impact on the pt outcome.

Manufacturer narrative:
Surgeon reported having to do further decompression on pt, resulting in the movement of bone and the inaccuracy.